Event description:
It was reported that one day after implant, during "controle" there "occurred problems with interrogation with programmer." The device was explanted and replaced. No patient complications were reported as a result of this event, and the patient's outcome was reported as "ok."

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Corrected event description. Corrected patient code. Corrected device code. Evaluation summary: (B)(4): preliminary analysis indicated the device had experienced a number of por (power on reset) events, but no telemetry issues were noted. Further analysis confirmed that the device had experienced 57 por events, but the device functioned nominally throughout all of the testing and characterization. No high current drain events or battery depletion were observed. X-ray analysis did not find bridging between any of the solder bumps on the hybrid. This analysis was stopped with no conclusion found.

Event description:
It was reported that one day after implant, the device had telemetry problems. The problems occurred at interrogation of the programmer. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available.